Manufacturer narrative:
(B)(4). Date of death was reported as (B)(6); exact date not reported. Should additional relevant information become available, a follow up MDR will be sent.

Event description:
This is a report of a home patient (hp) who passed away. It was unknown if an autopsy was performed and the death certificate was not available. The reported cause of death from the care giver (cg) was renal failure, but the nurse would not confirm the cause of death and declined to provide any additional information.